Event description:
The osvii low profile was implanted on (B)(6) 2011. The pt's ventricles did not reduce after two months. On (B)(6) 2011, the pt underwent surgery. The physician checked all the connections on the osvii low profile and they were intact. The physician decided to change the osvii shunt for a medtronic strata. Add'l clinical info has been requested however, no add'l info has been provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.